Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the vns patient underwent generator explant due to generator migration and protrusion. Further follow-up revealed that skin erosion was first observed on (B)(6) 2014. It was reported that a non-absorbable suture was not used to secure the generator to the fascia during implantation of the device. No patient manipulation or trauma occurred that is believed to have caused or contributed to the skin erosion and device migration. The surgeon reported that a number of factors could be related to the erosion and migration of the generator such as local pressure from the edge of the device on the skin of the wound, low-grade infection of the device causing wound breakdown, mismatch of device size to subcutaneous pocket size, foreign body response to device. The surgeon reported that the generator was extruded through the skin and that cultures were "sterile".

Manufacturer narrative:
Date of birth, corrected data: previously submitted MDR indicated an incorrect date of birth. This report is being submitted to correct this information.